Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 419 mg/dl at the time of the incident. Customer stated that the infusion set isn't snapping in place when he connects it to the quick release. Patient's current bg: 348 mg/dl so it is going down because the infusion set is currently working. The pump will not be returned for analysis.